Manufacturer narrative:
D4 serial no was updated to (B)(6). The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was within range, there was no indication for a performance issue of reagent or instrument.

Manufacturer narrative:
Na.

Event description:
The initial reporter received questionable elecsys amh results for two patient samples from the cobas e 411 rack analyzer that did not match the clinical picture for the patients. Sample 1 initial result was 0.703 ng/ml. The repeat result on (B)(6) 2020 was 4.07 ng/ml. On (B)(6) 2020, sample 2 initial result was 0.210 ng/ml and the repeat result was 1.47 ng/ml. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lot number was 44684801 with an expiration date of 31-dec-2020.